Event description:
Boston scientific crm received information that the patient reportedly felt a shock-like sensation, which had been previously explained as a phantom shock from the boston scientific crm sales representative. The patient also reported that a device replacement procedure would occur in the near future, as a result of a lead problem. The local area sales representative was contacted, however, additional information was not available. No further information was available. Additional information was received that this lead was returned for reliability analysis. Details surrounding the explant procedure were unknown. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The terminal segments of lead were returned, with the df-1 terminal (distal) severed 5.2 cm from pin, the df-1 terminal (proximal) severed 5.2 cm from pin and the is-1 terminal severed 6 cm from pin. The returned segments of lead passed resistance test.